Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: correction: block e1(B)(6). Investigation results: the product was not returned for evaluation; therefore, analysis could be conducted. As a result, and due to insufficient evidence, the reported event cannot be confirmed. Based on the available information, the most likely cause of the issue cannot be determined because of the lack of evidence. Since the product was not provided for analysis, it was not possible to assess the device for potential defects. Without a proper examination, the factors that may have contributed to the event remain unknown. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A review of the labeling was completed, and there is no indication that the device was used inconsistently with the instructions for use (IFU) or product labeling. Additionally, loss of visualization is identified in the IFU as a known potential adverse event associated with the device. The impact code cancelled/rescheduled - post sedation/sedation unknown will be classified as an adverse event related to the procedure, as the procedure was not completed due to the conditions encountered. Based on all available information from this investigation, the most probable cause is determined to be unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheters used in the bile duct during a cholangioscopy procedure performed for the removal of bile duct stones, on (B)(6) 2026. During the procedure, the scope image failed. They attempted to reconnect and restore the image, but it was unsuccessful. No backup spyglass was available, the procedure could not be completed and has been rescheduled for a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheters used in the bile duct during a cholangioscopy procedure performed for the removal of bile duct stones, on (B)(6) 2026. During the procedure, the scope image failed. They attempted to reconnect and restore the image, but it was unsuccessful. No backup spyglass was available, the procedure could not be completed and has been rescheduled for a later date. There were no patient complications reported as a result of this event.